Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: right hemicolectomy. Description of event: [name] medical center. "The packaging was found to be opened before use." Product is available for return. Additional information was received via phone on 27mar2024 from [name] amk territory manager "there was miscommunication between the hospital and the dealer. The event is not about the open package. The event is that the sheath was found torn." Type of intervention: the case was completed with the new device. Patient status: na (not used on patient).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a tear in the packaging. Based on the condition of the returned unit, it is possible that the tear in the packaging was caused by a sharp object. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: right hemicolectomy. Description of event: [name] medical center. "The packaging was found to be opened before use." Product is available for return. Additional information was received via phone on 27mar2024 from [name] amk territory manager "there was miscommunication between the hospital and the dealer. The event is not about the open package. The event is that the sheath was found torn." Additional information was received via email on 18jun2024 from cp engineering: "during the initial visual inspection of the event unit returned for complaint (B)(4), a tear was observed on the tyvek side of the flat pouch. Initially, the complaint was reported as a packaging issue, but additional information later suggested that the non-conformance was due to a sheath tear. However, during inspection, it was evident that the alexis device could not have been pulled out of the pouch through the small tear, thus negating the claim of a torn sheath. A secondary visual inspection was performed, during which the pouch was opened to further investigate the condition of the sheath. This inspection confirmed that the sheath was intact and conforming to the expected standards. Please refer to some pictures of the damage on the pouch and the conforming sheath." Type of intervention: the case was completed with the new device. Patient status: na (not used on patient).